Event description:
It was reported that at the end of a myomectomy procedure, the active blade broke and fell into the pt. The issue was indicated by an alarm and error code. The piece of blade could not be found in the pt's body. The procedure was finalized with bioplar instruments and the piece of blade remained in the pt. A x-ray photography was performed and the piece of blade localized.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.